Manufacturer narrative:
.

Event description:
Information received from the patient reported that they didn't think their recharger was working correctly. The patient noted that after 1 to 1.5 hours of charging their recharger, their implantable neurostimulator (ins) was completely charged (the ins was completely dead when they started charging), they would then feel the stimulation for an hour and then the battery died. When it took them 4-5 hours to charge they would get 5.5 hours of stimulation. The patient mentioned that they ran their ins at high settings and had no programming changes. No falls or trauma were reported related to the issue. Follow up information received from the patient on march 28, 2016 reported that, as a step to resolve the issue, they recharged and the next day that had a 5.5 hour charge. It was noted that this happened only twice. No different circumstances led to the issue. The patient just kept charging and thought the issue was related to the charger. The indications for use for the implanted device were noted as non-malignant pain and chronic low back pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.